Event description:
Upon receipt, initial analysis revealed this device did not meet longevity expectations. Further analysis will be performed.

Event description:
Boston scientific received information that during an elective procedure, visual observation revealed the header of this device was loose. All measurements were normal. No adverse patient effects were reported. This device was removed, replaced and returned for analysis.

Event description:
- -

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined the loose header was damaged due to excessive force used during the explant procedure. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.